Event description:
The surgeon reported there was a severe burn in the corneal incision during od cataract surgery. No intervention was reported. Additional information received from the surgeon in 2007, stated the burn occurred during the initial ten seconds of phacoemulsification, around the incision, with iris prolapse and full thickness corneal folds. The patient required four sutures to close the incision, and increased astigmatism. Outcome of the event was reported as poor. The surgeon stated they had reused the single-use phaco tip on this patient. The tip was occluded, and there was no irrigation due to the occlusion.

Manufacturer narrative:
The device was not returned for evaluation. The customer was provided additional information on the possible causes of thermal injuries.